Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged cord. The device was not being used during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no add'l info provided.